Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, the patient stated that on the day of the event she knew her blood sugar level was low and that the cgm reading was inaccurate at that time. No specific symptoms, and no cgm reading were reported. The patient managed to eat some sugar and drink some orange juice, but while walking towards the kitchen he passed out and found herself laying on the floor wondering where he was, and stated everything was black and white. The patient regained consciousness while receiving intravenous dextrose from the paramedics. When a fingerstick was taken the blood glucose reading was 32 mg/dl. The patient broke a rib because of the event. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.